Manufacturer narrative:
Liebel flarsheim manufacturer report: the risk analysis for this type of accidental interference with the fill bar was analyzed during the design development. From customer feedback since this product was introduced in 1997, the fill bar design benefits far exceed the very few complaints (2) from accidental contact. However, this will continue to be monitored and will be part of the customer feedback input during the next production design review.

Event description:
Lf technical support received phone call from customer and reports the following conversation: I received a call from the risk management department. She wanted to make a suggestion that we put a lock-out device on the fill bar of the illumena to prevent someone from accidentally hitting the fill bar and squirting contrast in the room. She then explained what prompted this suggestion. They were moving the pedestal unit when a table drape got caught on the fill bar and squirted contrast on the ceiling. Which then dripped onto a sterile table.